Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment. It was reported that on (B)(6) 2018 one mitraclip was implanted to treat grade 4 degenerative mitral regurgitation (mr) and posterior leaflet flail. Mr was reduced to grade 1 with the single clip. A second mitraclip procedure was performed on (B)(6) 2018 due to a single leaflet device attachment. The mitraclip had detached from the anterior leaflet but remained attached to the posterior leaflet. Mr was grade 4. Two additional mitraclips were implanted reducing mr to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported slda (single leaflet device attachment) appears to be related to challenging patient anatomy/morphology (posterior leaflet flail). The worsening mitral regurgitation was related to the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).